Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), migraine ("migraines"), inflammation ("inflammation"), confusional state ("confusion"), thinking abnormal ("mind fog"), visual impairment ("difficulty seeing") and abnormal weight gain ("extreme weight gain only in abdomen"). The patient was treated with surgery (hysterectomy for removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, migraine, inflammation, confusional state, thinking abnormal, visual impairment and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, confusional state, dyspareunia, inflammation, migraine, pelvic pain, thinking abnormal and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pains') in an adult female patient who had essure (batch no. 886673) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful sex"), migraine ("migraines"), inflammation ("inflammation"), confusional state ("confusion"), thinking abnormal ("mind fog"), visual impairment ("difficulty seeing") and abnormal weight gain ("extreme weight gain only in abdomen"). The patient was treated with surgery (hysterectomy for removal of essure). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, dyspareunia, migraine, inflammation, confusional state, thinking abnormal, visual impairment and abnormal weight gain outcome was unknown. The reporter provided no causality assessment for abnormal weight gain, confusional state, dyspareunia, inflammation, migraine, pelvic pain, thinking abnormal and visual impairment with essure. Most recent follow-up information incorporated above includes: on 18-aug-2020: this case was converted from the conceptus database into argus on 25-oct-2013 and was initially reported by a consumer. Further information was received on 18-aug-2020 and qualifies this previous conceptus case as reportable case by bayer. New information added: this case became potential legal and serious incident. Pfs was received. Reporter and patient¿s information were updated. Essure removal surgery added for event pelvic pain female (coding updated from previously reported as abdominal pain). Essure indication, and insertion and removal dates were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.